Manufacturer narrative:
Code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Code b20-device remains implanted. Device remains implanted, and will not be returned. As additional physical investigation could not be performed on the device, a definitive root cause could not be determined for the reported issue. Although no root cause could be established for this event, a possible contributing factor includes the patient's highly calcified arterial condition. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. Additionally, per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and a left common iliac artery aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, an additional procedure was performed as a type ib endoleak was suspected by a follow-up examination. An angiography confirmed a type ib endoleak from the right common iliac artery. The physician performed ballooning in the right common iliac artery but the endoleak remained. Therefore, another contralateral leg component was additionally placed to reline the previous device, and the endoleak disappeared. The patient tolerated the reintervention. Reportedly, the patient¿s bilateral common iliac arteries had been highly calcified before the procedure.

Manufacturer narrative:
H6 code d1001-used to capture issue reported is related to patient condition.